Event description:
It was reported that bd insyte autog bc unable to connect tubing to hub. The following information was provided by the initial reporter: after inserting 20g needle for IV placement, when attempting to connect hub adapter, the pink area on the 20g IV catheter was found to have excess pink plastic and unable to luerlock with adapter hub. Multiple luerlock adapter hubs were attempted. Pink IV catheter had to be removed as unable to secure to adapter or flush. Patient then needed to be stuck with an additional needle for full IV insertion prep. Both products, had the same issue of not being able to screw on the IV tubing to the hub. To answer your questions below, there were no significant adverse outcomes. The patients had to be poked again with a new needle, which can cause additional pain.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. 25 oct event date material # 381533 lot# 3214962 was provided in follow-up response and is pending verification/processing.

Manufacturer narrative:
Additional information: in the initial MDR, we stated "25 oct event date material # 381533 lot# 3214962 was provided in follow-up response and is pending verification/processing.". This event was covered in a separate complaint, (B)(4), and the MDR for the event was submitted in MDR 1710034-2023-01391. Investigation results: the complaint of excess pink plastic on the catheter adapter could not be confirmed from the two photographs that were provided for investigation. The product in the photographs does not match the implicated 20g insyte autoguard with blood control technology. These same photos were investigated and used to confirm the complaint for pr #(B)(4). A review of the device history record was performed, and a possible related quality issue was found during production that may relate to the reported issue, however without the actual sample, this could not be confirmed. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.